Manufacturer narrative:
Pending investigation. D10: 2512506 02-010-03-0310 - logic cr femoral cem, right, sz 1. 2316397 02-012-45-1020 - lgc tibial fit tray cem sz 1f / 2t. 4791230 200-02-29 - three peg patella 29mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2017. The patient was revised on an unknown date and the recalled poly was replaced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.